Event description:
Pt revised to address laxity, found malpositioned tibial tray.

Manufacturer narrative:
No product was returned for examination. A search of the complaint did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated joint laxity and poor device positioning were contributing factors. No evidence found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.